Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a possible overdelivery anomaly. The customer reported blood glucose value of 21 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, intravenous drip, glucose pen and admitted to hospital. The event involved product(s) mmt-387a, mmt-7040a, mmt-1884, and mmt-332a. Troubleshooting was performed for low blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed for over delivery issue. It was found that pump was worn during magnetic resonance imaging process. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-441ag was requested and the customer response was that the device would be returned. No product return is required for mmt-387a, mmt-7040a, mmt-332a. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 18-may-2025 and related svn#: (B)(4) event date of 31-may-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 18-may-2025 and related svn#: (B)(4) event date of 31-may-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 18-may-2025 and related svn#: 000319901942 event date of 31-may-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 15:22:06.000, (B)(6) 2025 17:27:06.000 (B)(6) 2025 19:27:08.000, (B)(6) 2025 21:32:08.000 (B)(6) 2025 23:37:08.000 (B)(6) 2025 01:42:08.000, (B)(6) 2025 01:52:00.000 (B)(6) 2025 03:47:09.000, (B)(6) 2025 05:52:08.000 (B)(6) 2025 06:06:17.000 (B)(6) 2025 16:28:06.000, (B)(6) 2025 18:33:06.000 (B)(6) 2025 20:38:05.000 lostsensor1alert (780) was found on: (B)(6) 2025 07:04:00.000 lostsensor2alert (781) was found on: (B)(6) /2025 07:23:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2025 08:08:00.000 (B)(6) 2025 08:18:00.000 sgcalibrationerror (776) was found on: (B)(6) 2025 16:08:47.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor signal not found, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2025 00:06:00.000 insert battery alarm was found on: (B)(6) 2025 14:15:29.000, (B)(6) 2025 14:25:00.000 (B)(6) 2025 14:57:08.000 (B)(6) 2025 15:07:00.000 replace battery alert was found on: (B)(6) 2025 09:37:00.000 replace battery now alarm was found on: (B)(6) 2025 10:08:00.000 (B)(6) 2025 10:18:00.000 power loss alarm was found on: (B)(6) 2025 13:06:02.000 (B)(6) 2025 14:26:20.000, (B)(6)2025 14:26:28.000 (B)(6) 2025 15:08:21.000, (B)(6) 2025 15:08:29.000 pump error 23 alarm was found on: (B)(6) 2025 14:26:04.000 (B)(6) 2025 15:08:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert, replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.75 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for possible over delivery anomaly and exposure to magnetic field or MRI were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.